Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition, it was reported that the cartridge slips off the pump while the customer is sleeping. The customer's blood glucose (bg) level was "high" with high ketones. Customer used a manual injection to address high bg. Customer reloads the cartridge and resumes insulin delivery.